Event description:
Received a user facility medwatch advising that during a laparoscopic supracervical hysterectomy, right salpingo-oophorectomy and a left ovarian cystectomy the device was not working. The scrub tech noticed that the blade end was separated. (Electrode lifted but not detached) there was no patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.